Event description:
The pt's attorney reported the following info: (1) the pt was being transported by an ambulance to the dr's office for an appointment. (2) the ambulance attendant/driver improperly placed the portable liquid oxygen cylinder between the pt's legs. (3) this placement resulted in oxygen spilling and/or leaking. (4) the pt sustained skin damage and second and third degree burns to the left posterior thigh. (5) the pt passed away march 19, 1998 unrelated to this event.